Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dirty tip clamps in the reported problem area of the pipette assembly. All the tip clamps, 5 plunger clamps, and 7 lld contact springs were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.